Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient had double vision & night glare. Additional information has been requested, received from consumer and stated he has horrible glare with any light source. He stated the surgeon had a difficult time with surgery and had to place stitches in the eye.